Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section h4 - device manufacture date.

Event description:
Following a permanent implant procedure for an evoke spinal cord stimulation (scs) system, a patient remained in the hospital for three (3) days for further evaluation of pain and elevated blood pressure (bp). The saluda representative reported that the patient had not taken their bp medication on the day of the procedure and the procedural pain contributed to the elevated bp. The patient reported adequate pain relief from the evoke scs system.

Manufacturer narrative:
The evoke scs system remains implanted and is not available to saluda for analysis. The root cause of the reported pain and elevated blood pressure cannot be definitively determined; however, these are attributed to the patient and procedure. It was reported that the patient had not taken their medication on the day of procedure. Furthermore, the patient¿s post-procedural pain contributed to the patient¿s elevated blood pressure. The evoke scs system surgical guide includes the following: ¿patients may experience temporary pain at the implant site as the incisions heal after the surgery." The evoke scs system and devices were operating as intended.